Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported inaccurate flow rate which was reproduced during testing. The device was tested for flow accuracy at 125 ml/hr and delivered with an error percentage of -5.8288 which is greater than 5% but within 10% accuracy. A review of the event history log could not identify a specific event date or parameters that would align with the reported issue so could not aid in assessment. The reported condition was verified. The cause was determined to be the pressure plate travel out of adjustment which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate flow rate. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.